Event description:
Follow-up identified the patient had her scs ipg explanted and replaced. Additional follow-up identified the reported issue has been resolved.

Event description:
It was reported the patient experienced a burning sensation at the ipg site when the stimulation is on and it subsides after stimulation is turned off. The issue started shortly after the scs system was implanted. Surgical intervention is planned to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.